Manufacturer narrative:
The device had no telemetry when it was received. After the device was opened, it was found that no communication was due to a depleted battery. The device image revealed a software reset followed immediately by a power-on reset to bvvi mode in 2009. The device was tested with a replacement battery, and no anomalous current was detected. The battery was sent back to the vendor for further evaluation; no anomaly was found. The cause for the battery depletion could not be determined.

Event description:
It was reported that the device presented in hardware reset. Hence, the device was explanted.